Event description:
The trailing haptic broke off as the iol was being inserted into the sulcus of vitrectomised eye. The lens sank into the vitreous cavity requiring a second surgery at a later day. The lens was discarded.